Event description:
From (B)(6) : material name: unknown. Bd pen needle: needle blocked.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h10. Correction to d3 (country type, country), h6 (component code, type of investigation, investigation findings, investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula pe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.